Event description:
It was reported that the subject flow diverter stent was implanted in the right ica to treat a paraophtalmic aneurysm in a patient. The subject stent played short and landed with a ledge and therefore a second stent was telescoped to land well in the horizontal cavernous. Upon six month post procedure follow-up the distal segment of the subject stent (first stent) showed stenosis (distal to distal end of second flow diverter stent). No additional information available.

Manufacturer narrative:
The subject device is implanted inside the patient's vasculature.

Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was reported that the subject flow diverter stent was implanted in the right ica to treat a paraophtalmic aneurysm in a patient. The subject stent played short and landed with a ledge and therefore a second stent was telescoped to land well in the horizontal cavernous. Upon six month post procedure follow-up the distal segment of the subject stent (first stent) showed stenosis (distal to distal end of second flow diverter stent). No additional information available.